Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this pacemaker experienced atrial fibrillation (af). Boston scientific technical services (ts) reviewed and discussed that the device was providing competitive atrial pacing resulting in the p waves being undersensed. Ts noted that this was possibly contributing to or causing the af. Ts discussed reprogramming options with the health care professional (hcp). The hcp would discuss with the physician. The device remains in service. No additional adverse patient effects were reported.